Event description:
Procedure performed: unknown. Incident description: the case was with surgeon, unsure of what procedure, unsure of the lot numbers, the problem was the jaws would not "unlock", and the patient is fine. I have asked her for more information today, (B)(6) 2019. They have kept the device and would like to return this and replace it. Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of jaws locking could not be replicated or confirmed. The event unit passed functional testing. Based on the condition of the returned unit and testing that was performed, the exact root cause of the reported event could not be determined.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Incident description: the case was with surgeon, unsure of what procedure, unsure of the lot numbers, the problem was the jaws would not "unlock", and the patient is fine. I have asked her for more information today, (B)(6) 2019. They have kept the device and would like to return this and replace it. Patient status: patient is fine.